Manufacturer narrative:
According to the complainant, the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. No lot release records were reviewed, as the product lot number was not provided. Please note, that section d is capturing the device identifiers as reported by the complainant. This may not align to the device configuration reported in h11, as this data is pulled from our cloud based on the reported date of event. Locked down smartphone: lockdown. Omnipod software app version: 3.1.1. Smartphone operating system: n5004l-am-q-mv01602-06-01.06. Smartphone hardware: n5004l. Cgm sensor type: g6.

Event description:
It was reported that the patient had to seek medical attention with hypoglycemia. The patient's blood glucose levels reached 48 mg/dl while wearing the pod. It was also reported that the pod and dexcom were having connection issues. Symptoms reported include dizziness and being unconscious. The paramedics advised the patient to change the pod and take glucose tabs. The patient was released the same day. The pod was worn when seeking medical attention.